Manufacturer narrative:
H.6. Investigation: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter bd-43184. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10

Event description:
It was reported that a false positive result was obtained while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic). No organisms were seen on the subcultures reloaded into the instrument; therefore, the positive results were not reported to the clinicians. There was no report of adverse patient impact. The following information was provided by the initial reporter: customer reports bactec samples with discrepant results. The original bcid-2 results for the first three patients was reported as they were; upon no growth culture results, the correction was made as organisms may not be viable despite the positive target results by bcid-2 panel. We communicated to the infectious disease clinician as well. What were the patient¿s clinical signs/symptoms at the time of testing? -fever, wbc count, and signs of bacteremia what was the patient¿s final diagnosis? -sepsis; bacteremia were there any adverse effects to the patient for which this organism was reported? T-here wasn¿t any since the lab was able to intervene and communicate directly with the treating infectious disease clinician and the clinician was in fact about to treat acinetobacter. There could have been an adverse effect if it were overlooked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a false positive result was obtained while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic). No organisms were seen on the subcultures reloaded into the instrument; therefore, the positive results were not reported to the clinicians. There was no report of adverse patient impact. The following information was provided by the initial reporter: customer reports bactec samples with discrepant results. The original bcid-2 results for the first three patients was reported as they were; upon no growth culture results, the correction was made as organisms may not be viable despite the positive target results by bcid-2 panel. We communicated to the infectious disease clinician as well. What were the patient¿s clinical signs/symptoms at the time of testing? -fever, wbc count, and signs of bacteremia. What was the patient¿s final diagnosis? -sepsis; bacteremia. Were there any adverse effects to the patient for which this organism was reported? T-here wasn¿t any since the lab was able to intervene and communicate directly with the treating infectious disease clinician and the clinician was in fact about to treat acinetobacter. There could have been an adverse effect if it were overlooked.